Manufacturer narrative:
06-nov-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 31-oct-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head keeps breaking off when I use the brush [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on 03-jul-2017 that the head kept breaking off when she used the oral-b power oral care refill precision clean. This was not the first time she had used this particular version of brush heads. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head keeps breaking off when I use the brush [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6)2017 that the head kept breaking off when she used the oral-b power oral care refill precision clean. This was not the first time she had used this particular version of brush heads. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.